Event description:
The customer reported that the cuff was on a patient, who was under the influence of alcohol in the emergency room. The u bar that attaches the wrist strap to the bed strap broke. There was no patient or personnel injury.

Manufacturer narrative:
Bar broke. Evaluation of the returned product shows that the loop is broken.